Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 50+ mm abdominal aortic aneurysm. It was reported that approximately 44 months post index procedure, an endoleak type 1a was noted. On the next day, the event was treated with nine coils along side the graphs neck and into the blind pocket that was caused by the type 1a endoleak. The physician then placed 28 cuff above the existing graft. It was stated that as the endoleak was completely on the left side of the patient, an anchor was placed on the right side of the stent graft and another 9 anchors along the left proximal border. Endoleak was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.